Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose that day was 30 mg/dl with no signs or symptoms of hypoglycemia reporter. It was reported the patient was hospitalized and treated with a glucagon injection. The reporter noted the patient discontinued pump therapy. During troubleshooting, it was reported that: the pump's basal history and total daily dose basal history were appropriate for the programed basal rates; and the bolus history matched the total daily dose bolus history. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a use error or device issue could not be ruled out as a contributing factor for the reported health event.